Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The third most proximal stent strut row was lifted from the stent profile. The crimped stent od (outer diameter) of the remaining undamaged portion of the stent was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed an inner and outer shaft polymer extrusion kink 4.2cm proximal of the bi-component weld. Contrast medium was visible in the shaft polymer extrusion. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid left anterior descending (lad) artery. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion with a guidezilla guide extension catheter in place. However, the device failed to cross the lesion and during withdrawal, a stent strut was hooked by the end of the guidezilla and the strut was raised up from the balloon. The whole device was removed without any difficulties and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid left anterior descending (lad) artery. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion with a guidezilla guide extension catheter in place. However, the device failed to cross the lesion and during withdrawal, a stent strut was hooked by the end of the guidezilla and the strut was raised up from the balloon. The whole device was removed without any difficulties and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.